Event description:
Customer's husband reported hospitalization due to high blood glucose. Caller requesting a replacement insulin pump; doctor suspects that insulin pump is malfunctioning. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.